Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a generator model 104 was found to be malfunctioning in the operation room. During the surgery the test resistor was inserted and the generator was found to be working according to specifications. However, once the lead pins were inserted the generator was assumed to be malfunctioning. In addition, x-rays were taken to evaluate the integrity of the lead and diagnostics were performed on the old generator which resulted in within normal limits and no adverse findings were seen on the x-rays. Good faith attempts to obtain additional information have been unsuccessful to date.